Manufacturer narrative:
This device is used for treatment not diagnosis. The present screwdriver shaft was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Subject product passed all inspection and certification testing.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: tips of screw drivers were damaged during loosening of the locking cap. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device is not distributed in the us, but it is similar to device marketed in the us.